Manufacturer narrative:
Pump received with blank display due to cracked and bleeding lcd noted.

Event description:
The customer reported via phone call that the upper right of insulin pump screen had dark area and nothing was visible until the button was pressed. The customer also reported that the upper left side corner had a little crack. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.